Event description:
It was reported that both the atrial and the left ventricular leads had high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2010. (B)(4).